Event description:
The pt underwent a renal plasty one day prior to the event. A 5.0 x 20mm express stent was implanted. The pt was transferred to an inpatient bed. Following the renal plasty the pt complained of severe back pain for approx 12 hours. A CT scan was performed, which showed a significant blood loss in the thoracic area. The pt was subsequently taken back to the cath lab. At this time the pt was alert and oriented and although their blood pressure dropped they were considered stabled. A 7fr sheath was placed and the physician noted a small perforation proximal to the stent. The physician attempted to deploy a graftmaster stent. He was unable to advance the stent. The physician noted that the blood loss in the renal artery was inconsistent with the CT scan results. Another angiogram was done and it was at this time that an aortic dissection from the abdomen to the arch was noted. The pt deteriorated, coded and died in the cath lab. Pt received three units of blood. Pt was not taken to the o.r., pt "did not make it." The cause of the dissection has not been determined. Though requested, no add'l info was provided.